Manufacturer narrative:
Similar complaints for this issue were trended including the reported meter. It was concluded that the number of complaints for the meter did not breach thresholds indicative of a systemic issue.

Event description:
On (B)(6) 2022, a reporter for the lay user/patient contacted lifescan (lfs) egypt, alleging that the patient¿s onetouch select meter read inaccurately high compared to their feelings and/or normal readings. The complaint was classified based on the customer care agent (cca) documentation, since contact details for the reporter were not provided for additional information to be obtained. It was not reported when the alleged meter inaccuracy began. The reporter did not provide the alleged inaccurate high blood glucose readings obtained with the subject meter. In response to the alleged elevated readings, the reporter claimed the patient injected "more doses" of insulin. The reporter claimed at an unspecified date/time after the alleged issue began, the patient experienced ¿hypoglycemia¿ and was admitted to the hospital intensive care unit. This complaint is being reported because the patient reportedly received medical intervention for an acute low blood glucose excursion after administering insulin based on alleged inaccurate high results obtained with the subject meter.